Event description:
It was reported that the balloon burst. The 75% stenosed target lesion was located in a moderately calcified unspecified vessel. While performing a percutaneous coronary intervention, the 2.0x15mm maverick²¿ balloon catheter was advanced and during the first inflation, the balloon burst at 9atms, after 2 seconds. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).